Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, the device showed post paced t wave oversensing on ventricular lead. The oversensing was noted on stored egm. The programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.